Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 06/17/2016, the reporter contacted animas alleging a power (intermittent power) issue. The alleged issue could not be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/03/2016 with the following findings: a review of the pump¿s black box data showed continual power rebooting events which are consistent with installing discharged batteries into the pump. The battery cap was not returned with the pump and a test cap was used to complete the investigation. The test cap could be tightened onto the pump properly. The pump was run on a 24 hour basal program using a test battery cap with no intermittent power or reboot occurrences. During visual inspection of the pump, the pump was opened and there were no defects found on the power circuit and there was no moisture found internally. There was also no damage observed to the battery compartment. An "intermittent power" issue was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.